Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial # (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. Unable to obtain recharger serial number due to caller not having it with them at time of call. 2 call recordings present. The reason for call was caller stated that last night, the patient put the replacement recharger into the controller (rtg0842021) to charge the implanted neurostimulator, and when the patient unplugged the recharger, the plastic part of the inside of the controller came out with it. Caller stated that they had to pull the controller apart a little bit to get this plastic piece back in place, but now the controller won't stay back together and they have lost all the information on group a. Caller mentioned that the controller turned on now, but it seems like the programs with group a is no longer there and they are having some issues with it. Caller also mentioned that it was like shooting electricity to the patient's body when they coughed. Caller confirmed all of the issues with group a started right after the controller port issue started. Caller stated they were able to get stimulation turned off to avoid further symptoms. Caller confirmed no visible damage to controller battery compartment. Caller stated dr.  Implanted the ins and tanner at I-spine is who patient sees for management. Caller stated they called I-spine today, who was unable to get the patient into see I-spine tanner until (B)(6), so they scheduled a mdt rep to meet them at 11:40am, later stated 11:20am, on monday. The issue was not resolved. A request was sent to the repair to replace the controller. Caller inquired if they should cancel monday's appt and caller was redirected to their healthcare provider to further address the issue. Agent emailed the field for visibility. Agent reviewed received email; mdt rep spoke with caller and pt and stated they will see them in clinic next week.